Event description:
Additional information was received from the manufacturer representative that reported that the patient wasn¿t able to communicate with the implantable neurostimulator using the recharger or clinician programmer for about 3 weeks.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient fell about 2 weeks prior to the report and hasn't been able to charge the implantable neurostimulator. There was no surgical intervention that occurred or was planned. There were no patient symptoms reported.

Event description:
Additional information received from the consumer on (B)(6) 2016 reported that the stimulator stopped working 4 weeks ago or more. The patient was put in contact with a manufacturer representative. It was reported that the manufacturer representative was able to help the patient set up appointments with their health care professional (hcp)s, they were thorough, and able to show the patient different settings on the unit which they had never known about before.

Event description:
Additional information was received from the manufacturer representative (rep) stating that the patient was making an appointment to their physicians office so troubleshooting could be done.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.